Manufacturer narrative:
H3 other text : remote support provided.

Event description:
This report is based on information provided by philips remote service personnel and has been investigated by the philips complaint handling team. Philips received a complaint on the xl+ indicating that the device was failing the operational check. The customer worked with the remote service representative. The customer was instructed to perform the operational check. The operational check now passed, and the device returned to full use. Based on the information available and the testing conducted, the cause of the reported problem is unknown. The reported problem was not confirmed by philips. The device was operational after testing was completed. Philips cannot rule out a malfunction at the time it was reported, but no problem could be reproduced, and no repair was warranted. There is no indication of a systemic problem; no further investigation or action is warranted. If additional information is received the complaint file will be reopened.